Event description:
Procedure type: lap appendectomy. According to the reporter: surgeon said that seemed like staple line unzipped. Some staples were formed and others weren't. Due to failure, surgeon had to remove part of cecum. Used endo gia universal to finish procedure. There was unanticipated tissue loss. There was unanticipated tissue damage. There was no unanticipated blood loss of more than 500cc. There was no delay over 30 mins. No device fragment fell in the pt cavity. No reinforcement material was used. Pt in stable condition.

Manufacturer narrative:
(B)(4).